Manufacturer narrative:
Other applicable components are: product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with implantable neurostimulator (ins) for spinal pain. It was reported that the device does not get any screen and it was not working properly. It was subsequently reported that the patient was getting poor communication screen on the patient programmer. The patient could communicate with the recharger and uses an antenna. They confirmed the antenna was secure and attempted to sync with the ins and the issue was not resolved. The patient was redirected to repair. The patient also reported that they needed an MRI that is not related to the ins device but could not connect with the patient programmer. The patient says the recharger connects with the ins and says the ins is full, but the patient programmer won¿t communicate with or without the antenna. They took it to their healthcare provider and could not get it to work either. The patient reported that they had MRI last week and they thought that maybe the MRI caused the issue. It was reviewed that since the patient was not seeing an error code on the recharger, the issue was most likely with the patient programmer. Additional information was received, and it was reported that the replacement patient programmer did not work with their antenna and that he still could not connect with it if he puts the patient programmer against their implant. The patient then asked if the MRI could have affected anything and said that during the MRI, he had stimulation turned off and said he did not feel tingling or anything during the MRI. It was reviewed that the patient should follow-up with the healthcare provider and, if the conditions for a safe MRI weren¿t met, some interference could have occurred. The patient then mentioned that there is a spot on his implant site where if you press hard enough they feel a little discomfort, not pain, and it started a couple days after the MRI and they only have the discomfort if they put the antenna or pressure against their back. The patient was advised to follow up with their hcp and a new patient programmer antenna was sent to the patient. Additional information was received from the manufacturer representative. The representative reported that patient had an MRI of his lower back and right hip done on (B)(6) 2017. The patient had the stimulation turned off but not put into MRI mode. The MRI tech did not finish the scan as they realized that the patient had a stimulator. Since the MRI scan, the patient was not able to communicate with his patient programmer. The representative was not able to interrogate with the clinician programmer. The patient indicated that he last charged on (B)(6) 2017 and last felt stimulation on (B)(6) 2017. He was currently not feeling any stimulation. The patient was unable to charge with the recharger. Recharging statistics were obtained and reviewed. There was a confirmed over discharge. The last charging session was (B)(6) 2017, ins voltage was 3.655v per recharging statistic obtained from the recharger. The steps to performing a physician mode recharge (pmr) were reviewed. The caller was advised that multiple prms may be required. It was reviewed to clear the power on reset (por) as soon as the ins is 25% charged. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was confirmed that the patient"s battery was just in over discharge. They were able to do a power on reset (por) and reestablish connection. Patient left with stimulation on and happy with therapy.